Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-aug-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 23-aug-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain. It was reported that there is a lack/loss of effective therapy despite reprogramming. An impedance check found that the impedance values were normal; however, x-rays taken on the day of the report minor lead migration of one lead. The other lead appears to be exactly where initially placed. Patient also complains of pain near the battery site and says that the battery is flipping. It does appear to slightly move when palpating. The patient is electing to have the system removed and did not want any reprogramming on the day of the report. The physician has agreed to explant the system.